Event description:
Baxter china reported "malfunction" of the clamp of the transfer set noted after 2 months of usage. This was noted during use with no pt injury or medical intervention required according to the complaint coordinator.